Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump display was blank. Customer¿s blood glucose level was unknown. Customer also stated that the insulin pump exposed to moisture with no moisture visible in insulin pump. Insulin pump screen was scratched, but it has not prevented from reading the display. Customer declined trouble shooting for blank display. The device will not be returned for analysis.